Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose level was 200 mg/dl. The customer continued to use the pump for insulin therapy, but also had an alternate method of insulin therapy available. In addition, it was reported that the wake button was stuck and that resistance was felt when filling the cartridge during the load sequence. Customer declined to further troubleshoot with tandem technical support.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.